Manufacturer narrative:
Device is for export only and not sold in the u.s. The complaint database was searched and no similar complaints were found. Based on the information provided, it does not appear that the fracture was due to any device related failure.

Event description:
Two weeks after an operation to repair a non-comminuted humeral fracture with no large bone defects, the surgeon noted screw dislocation with a diaphyseal fracture. Plate and screws were removed and replaced with a humeral nail. Surgeon reported that the patient was restless, unable to follow directions, and went on a "rampage" on post-op day 3. Surgeon indicates the cause of the screw dislocation is highly likely due to patient activity. Two screws were identified as dislocated. This is report 1 of 2.